Event description:
It was reported that during the implant attempt there was difficulty advancing the lead due to a possible occlusion. The physician requested a long sheath; however, the only sheath available was not appropriate to use with the lead. The valve of the sheath was intentionally broken to minimize the risk of lead damage. The physician was able to insert the lead in to the right atrium but couldn't move the lead into the sheath any further. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism.